Manufacturer narrative:
Unit had broken reservoir tube lip.

Event description:
The customer reported via phone call that the crack on reservoir compartment. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.